Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" (B)(6). The revised instructions for use (IFU) were provided with the notification. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp at the site could not open. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.